Event description:
It was reported that during a colectomy procedure, the device cut but did not staple. They attempted to perform a leak test and the two pieces of bowel fell apart. A temporary colostomy was performed and the case was completed. The surgeon stated that the colostomy was not due to the device issue. It is unknown the patient condition at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition and without the anvil. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Asku. What device was used for the proximal and distal transaction? Asku. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) asku. How was the purse string placed, by hand or with an assist device? Asku. Was the spike of the trocar inserted lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When the device was fired, where was the indicator within the green zone/gap setting scale? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. Was there any difficulty removing the device from the tissue? Asku. Is a pathology specimen and/or report available? Asku. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Asku. Did the operation change significantly as a result of the device issue? Asku. What is the patient's age and sex? Asku.